Event description:
It was reported that during the treatment of an mca aneurysm, the third coil stretcher during repositioning. It was noted that the coil could not be advanced and retracted without further stretching. An attempt was made to retrieve the coil using an alligator snare. The coil was captured resulting in further stretching. The coil remained in the mca/ica. On (B)(6) 2014, the microvention r and d director and sales representative met with the physician to discuss the incident. The images form this incident were reviewed. The images revealed that the coil did not appear to be stretched as originally reported. The coil had detached and was located in the mca/ica. It was determined that the retrieval attempts were likely unsuccessful due to an improper snaring method. Alternative retrieval methods were discussed that may have been more affective. On (B)(6) 2014, it was learned that the pt expired a few days post-treatment due to a stroke. It is not known if there was a correlation between the pt death and this incident. Pt info. - pt weight not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as a portion remainder in the pt and the delivery pusher was reported to be discarded. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.